Manufacturer narrative:
Date sent: 08/30/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a deep rectum procedure the device switch button was non-functioning. The surgeon used the footswitch to complete the case. There was no pt consequence.